Event description:
It was reported to boston scientific corporation that during a therapeutic ercp the handle of the device broke, while attempting to crush two large stones that were trapped in the basket just behind the papilla. The basket would not open to release the stones nor was it possible to retrieve the basket in the duodenum via the papilla, due to the size of the stones. The physician performed open surgery on the common bile duct to remove the basket and the stones. The pt was reported to be in stable condition.

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.